Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the sensor cannula. Customer's blood glucose level was 170 mg/dl. Troubleshooting on the sensor was performed. Customer advised the sensor cannula was splitting apart. Customer declined to further troubleshoot and advised they would return the sensor for analysis. Customer was advised a replacement sensor would be sent.